Event description:
Due to patient having painful total right hip. This is a (B)(6) year old male who was presented with swelling and pain in his right hip for 6 months to a year. The patient had progressive discomfort.

Manufacturer narrative:
The reason for this revision surgery was pain, swelling and discomfort in the patient's hip after 5.5 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was sent to an outside djo surgical contracted lab for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. There were no apparent issues associated with the explanted product and no information was provided that definitively described the root cause or reason of the pain. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.